Manufacturer narrative:
(B)(4). Date sent: 9/30/2020. D4: batch #u5aj63. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with an ecr60d reload loaded in the device. Additionally, the reload was received with the right side partially fired 1/2 and the left side fully fired. Upon evaluation of the reload, the reload body, one piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the one piece sled has been correlated to the design. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the customer reports that the stapling was incomplete. "A part of the pinch section was not stapled." There was bleeding that was controlled by "hemostasis from laparoscopic instrumentation." It is unknown how much bleeding occurred but the patient did not require a blood transfusion. Another clamp was used and there was no patient consequence reported by the surgeon.